Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen display had a thin purple line going across the pump screen. Reportedly, the customer was able to interact with the touchscreen. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for insulin therapy.